Event description:
Per the clinic, the internal magnet became dislodged from the subsequent to the patient sustaining a fall. There are plans to perform revision surgery to replace the magnet, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery on (B)(6), 2012, to replace the internal magnet.the implanted device stayed in-situ at all times.this report is filed july 8, 2013. Implanted device remains.